Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 38 mg/dl at the time of incident and current blood glucose level was 192 mg/dl. Customer was treated with food and drink juice. Customer noticed that insulin pump was no longer in auto mode. Customer stated that the sensor had calibration not accepted message. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.